Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both ac and battery power. The unit was able to obtain reading and alarmed visually, but not audibly under alarm conditions. Internal inspection showed two pieces of the battery charger section of the system board were missing. Both speakers on the front and side panel were operational. When the customer's device is on, the speakers do not draw the necessary power to turn on, indicating a malfunction with the speaker drivers (u15 and u42) on the system circuit board. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported audible alarms not working. Per the customer, "tried turning volume up and still did nothing." No patient impact or consequences were reported.